Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate the reported events. Additionally, the company service representative found system message (sm) [vacuum check failed ¿ low irrigation pressure] was present in the event log. The system was then tested and met all product specifications. The system was manufactured on june 30, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the system had low vacuum and phacoemulsification power was poor. The case was completed without patient harm.